Event description:
A male pt contacted lifecor customer support to report that the device is stating to "connect electrode belt". The pt stated that everything was connected properly. A lifecor territory manager (tm) visited the pt and stated that when the modem is connected to the monitor, the download will not initiate. The tm replaced the pt's monitor.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitor has been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. The monitor would not power up. There was corrosion in the expansion port of the monitor. Connectors on the auxiliary board were corroded. These connectors carry the ECG signals from the electrode belt to the monitor. They also aid in downloading the monitor. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty monitor. The pt received a replacement monitor.